Manufacturer narrative:
Info is unavailable; device was not returned for eval.

Event description:
It was reported that during a lap appy procedure, the first device was spitting clips and the second device was firing scissoring clips. A third device was used to complete the procedure. There was no pt consequence. The devices were discarded.